Manufacturer narrative:
Based on the claim against the product by the customer noting the surgeon fired the sureform 60 stapler instrument and all the staples fell out in one spot, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the sureform 60 blue reload for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the reload is returned (post failure analysis evaluation) or if additional information is received. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The sureform 60 stapler instrument was analyzed, and the reported complaint was confirmed, but not replicated. Fa found the primary failure of firing failure to be related to the customer reported complaint. Based on log review of remotefe, the instrument was found to have 2 firing failures. However, the firing failures were not replicated during in-house testing. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped, fired, and unclamped successfully. The instrument was fired with a sureform green 60 reload. Visual inspection was performed, and no damage was observed. The instrument was found to have firing failures based on log review. During a gastric bypass (roux-en-y) procedure, the sureform 60 stapler instrument had 2 partial fires using a sureform blue 60 reload. The partial fire completion percentages were 41.9519% and 42.3576%. The partial fires occurred during the 3rd and 4th fires by the instrument. The stapler had 5 complete clamps in 5 attempts. This is considered a reportable event due to the following conclusion: it was alleged all the staples fell into the patient from a sureform 60 blue reload. It is unknown if the fragments were retrieved from the patient.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the surgeon fired the sureform 60 stapler instrument, and all the staples fell out in one spot. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.